Event description:
An ocd blood bank technical specialist reported on behalf of the customer that the ortho provue analyzer interpreted negative results as positive.

Manufacturer narrative:
A blood bank tech reported that the ortho provue analyzer interpreted negative results as positive. The customer was performing donor re-type testing on the analyzer at the time of the incident. False positive results during donor re-type testing would not match historical data, preventing erroneous results from being reported. Erroneous results were not reported as a result of this incident. However, false positive results occurred independent of test method. If an incident of this nature were to recur undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.